Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen would time out too quickly while the customer was interacting with the pump. There was no reported impact to the customer's blood glucose. During troubleshooting with tandem technical support, the touchscreen responded to presses, and did not time out too quickly. Reportedly, customer continued to use the pump for insulin therapy.